Event description:
(B)(4) study. It was reported that post coronary stenting procedure, chest pain occurred. In (B)(6) 2010, the patient presented with unstable angina and cardiac catheterization was recommended which revealed two target lesions. Target lesion #1 was 80% stenosed and located in the proximal left circumflex. The lesion was 14 mm long with a reference vessel diameter of 3.5 mm and treated with direct placement of a 3.00 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was 95 % stenosed and located in the distal right coronary artery. The lesion was 18 mm long with a reference vessel diameter of 2.25 mm and treated with predilatation and placement of a 2.25 x 24 mm taxus liberte stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and target vessel revascularization was performed. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).